Manufacturer narrative:
The complained sample had an afp result of 1210 ng/ml accompanied by a data flag on (B)(6) 2018, prior to the result of 3801 ng/ml. The sample also had an afp result of 1210 ng/ml accompanied by a data flag on (B)(6) 2018 prior to the result of 2195 ng/ml. It was believed that the erroneous sample result was caused by carryover from a sample that had a high ca 19-9 test result. Experiments were performed where a higher concentration ca 19-9 sample was tested before the complained sample. The complained sample afp result when diluted was still 2195 ng/ml.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Medwatch field e1 facility name - the full facility name was provided as "heilongjiang dian clinical laboratories co., ltd. Heilongjiang dean medical laboratory co., ltd.". Medwatch field e1 address was provided as "6th floor, unit 8, building 5, taihu north road, chuangye building, yingbin road, high-tech zone , harbin". (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys afp assay (afp) on a cobas 6000 e 601 module (e601). The sample was diluted times 50 and tested for afp, resulting as 3801 ng/ml. The 3801 ng/ml value was reported outside of the laboratory. On (B)(6) 2018, the patient stated that they did not trust the value. The sample was repeated, resulting as 2195 ng/ml. The sample was also tested at another hospital on a second e601 analyzer after diluting the sample 100 times, resulting as 2186 ng/ml. No adverse events were alleged to have occurred with the patient. The afp reagent lot number was 267272, with an expiration date of 16-apr-2018.

Manufacturer narrative:
Upon review of the calibration data, signals for one calibrator level were ok. Signals for the second calibrator level were lower than expected. No issues were seen with quality controls. Upon review of the alarm trace, no alarms related to the increased afp result from (B)(6) 2018 were observed. For the sample measurement of 2195 ng/ml, the sample was diluted 50 times. The investigation was unable to find a definitive root cause. A general product problem could be excluded.